Event description:
It was reported that the patient experienced a shocking jolting sensation when she coughed or sneezed. It was also noted that he patient had no stimulation sensation in her foot. The patient had tried increasing stimulation and changing groups. The patient had a new pain on the top and bottom of her foot, that began about two weeks ago. The patient also had swelling. The patient's primary care provider noted that the patient did not have a broken foot. The patient was schedule to see their pain doctor, but could not get in until (B)(6) and were hoping to be seen sooner because she was in a lot of pain.

Manufacturer narrative:
(B)(4).